Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with the infusion sets. Customer's blood glucose level dropped to 50 mg/dl. Customer's current blood glucose level was 317 mg/dl. The customer treated his low blood glucose level with food and high blood glucose level with the insulin pump. The device was not returned.